Event description:
Oral endotrachel tube attachment device utilized to secure ett. Applied approx. 9-10 days earlier. When the ett was rotated in position, the respiratory care practitioner noticed an ulceration on the patient's upper lip. The e-tad was removed and there was also an ulceration on the patient's skin between nose and upper lip.